Event description:
The manufacturer received information alleging a patient became disconnected from a ventilator and expired. The available information indicates the ventilator alarmed for the patient circuit disconnect, but the alarm was not acknowledged in a timely fashion. The device has yet to be returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The device's downloaded event logs were reviewed. The device event logs include every key press, alarm, or failure of the device to remain within specifications. The event logs indicate the device was frequently alarming for apnea and patient circuit disconnect conditions during the reported time of the event, (B)(6) 2016. The alarms were intermittently acknowledged/reset by the caregiver as evidenced by alarm reset key presses in the event logs. The patient circuit disconnect alarm with the longest duration sounded for 569 seconds (approximately 9 1/2 minutes). The apnea alarm with the longest duration sounded for 404 seconds (approximately 6 3/4 minutes). There were no errors logged that would indicate a malfunction, failure to deliver therapy or alarm failure occurred. The manufacturer concludes the device operated and alarmed as designed and did not cause or contribute to the reported event.